Event description:
Reportedly during use of the fox sv balloon dilatation catheter for treatment of peripheral disease in the left superficial femoral artery with moderate calcification, the balloon would not hold pressure during post dilatation of a non-abbott stent. The technician had to keep cranking the indeflator to keep it at nominal pressure, in other words it would not hold pressure at a constant. The balloon had been used for predilatation without any issue. The site examined the balloon and did not see a hole on the balloon. There was no adverse patient effect and a clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with blood in the guide wire lumen and on the balloon and no contrast visible. The balloon was loosely folded. There was no damage noted to the balloon catheter. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. The reported balloon rupture could not be confirmed. During functional testing, a new indeflator filled with water, was used to inflate the balloon to the rbp. The balloon fully inflated to rbp with no anomalies noted. There was no rupture noted in the balloon as reported. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.